Event description:
Boston scientific crm received information that a red alert was declared through the latitude system on this right ventricular (rv) due a low shocking impedance being detected. It was reported that no shock therapy has been delivered at this time. The patient will be evaluated at their next scheduled follow-up appointment. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.